Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has had a gradual impedance increase overtime between when the medtronic device was implanted and when the replacement competitor device was implanted. A lead impedance report did show varying impedance, as well as high and undefined impedances. It was noted that a competitor representative has previously checked the patient¿s right ventricular (rv) lead in-office and thought the rv lead was fine. The rv lead remains in use. No patient complications have been reported as a result of this event.